Event description:
Information was rec'd that reported a pt was hospitalized in '08 due to an an incident of hyperglycemia. The reporter stated the pt woke up ill, vomiting and weak on that day. A little later, he passed out and the paramedics were called. The paramedics were the first to test his blood glucose and it was 485 mg/dl. They roused the pt and transported him. Upon admit, the pt was diagnosed with dka and treated with insulin and IV fluids. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.